Event description:
Following the implantation of a 20mm asd device, the pt experienced symptoms that included dizziness, a tilting sensation, and periodic loss of vision. A possible transient ischemic attack (tia) was suspected. However, examination by a neurologist and an ophthalmologist revealed no significant problems. Anticoagulation therapy improved their symptoms. A discussion with the cardiologist concluded that their symptoms possibly related to a microembolism from the device. The decision was made to surgically remove the device and repair the atrial septal defect. No further info was provided as to the pt's status following surgery.